Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, seizure, and broken toes. Bg cause was not known. The customer required assistance from the fire department who administered intravenous fluids. Recommendation was made to consult with a healthcare provider to discuss diabetes management.